Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
The customer called and reported the insulin pump alarmed, indicating a compromised force sensor system while customer was trying to prime. The customer's blood glucose was 213 mg/dl. During troubleshooting, customer stated, the insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.